Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reloaded the software but the problem remained, the flash card was replaced and the ventilator worked properly.

Event description:
It was reported that a ventilator had a ventilator inoperative alarm. Although requested, information regarding patient involvement was not provided.